Manufacturer narrative:
Name medtronic minimed entity ID sp000133 street 18000 devonshire street city northridge state ca zip code 91325 zip four 1219. E1: patient city: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced an infusion set detachment issue on (B)(6) 2026, where the cannula dislodged from the skin during use. This resulted in elevated blood glucose levels that was managed with self-administered insulin via injection pen.